Event description:
The surgeon reported performing cataract surgery with attempted implantation of the istent. As the surgeon was entering the eye, the stent fell off the inserter just inside the incision. The surgeon attempted to regrasp the stent but was not successful and the stent became lost in the eye. Approximately one week postoperatively, the surgeon reported that the patient was doing fine, the iop was good, there was no hyphema, and the eye was quiet. Additional follow-up information was provided on (B)(6) 2015 and the surgeon reports that the patient has shown no abnormalities in vision, no side effects and he is confident there has been no harm to the patient.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no issues found that relate to the reported event. The complaint history records for this manufacturing lot were reviewed and there were no similar events identified. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA on 04/02/2015.